Event description:
Fenestrated portion of the 10 flat jp drain, ref: su1301311, broke off inside of the patient while attempting removal on the 2bicu floor. Patient brought to operating room to remove left over piece. Surgeon notes it was a product malfunction due to how it broke off.